Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of "damaged cable" was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications. The device failed visual inspection due to a damaged cable the outer sheath was broken with exposed wires near the battery's connector; however, the battery still performed as intended when connected to the test bed setup. The battery was recognized by the controller and the battery charger, and the mechanical connections were stable. The most likely root cause can be attributed to a mishandling of the device. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that during clinic visit the patient complained of a tear in the battery cable exposing some inner wires.  The patient denied any trauma to the battery or any alarms.  The battery was exchanged with no effect on the patient.  No further information was provided.